Event description:
On 03/17/2025, a sales representative reported via (B)(4) that (qty. 2) of an ar-8741-40s 3.5 mm beveled ft driver, cannulated, short, t10 hexalobe from their bunionectomy tray broke. The case was completed with new drivers. This was discovered during an mtp fusion procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture attached that shows the broken tip at the distal end of the driver. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2022.